Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated a restart alert 38 consistent with a motor stall; the user initially restarted the device with temporary resolution, but the alert persisted and a replacement ilet was issued after troubleshooting and education. Symptoms included headache and hyperglycemia, with a reported highest blood glucose of 340 mg/dl and approximately one hour above 180 mg/dl, without ketone testing, backup therapy, professional medical intervention, or assistance beyond nonessential help. Outcomes included transient hyperglycemia without hospitalization, disability, or long-term sequelae. Investigation included customer interview, device restart, remote assessment, and replacement logistics education. Investigation of this device revealed a suspected pump motor stall affecting insulin delivery performance, consistent with a device mechanical or drive-train malfunction in the pump subsystem. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction related to the pump motor mechanism.